Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6) 2025.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the thigh which is an off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient received a sensor failure message on their mobile device after several days of cgm use, with the sensor placed on the thigh. At approximately 4:30 am on (B)(6) 2025, the patient began experiencing vomiting, which continued until 6:30 am. Concerned about the patient¿s condition, his son checked his blood glucose using a blood glucose meter (bgm), which displayed a high reading. In response, the son administered 22 units of insulin and transported the patient to urgent care at 7:10 am. Upon arrival, the urgent care provider performed a blood glucose fingerstick (bgfs), which showed a reading of 383 mg/dl. Laboratory tests revealed elevated white blood cell count, prompting a transfer to the hospital for further evaluation. At the hospital, a chest x-ray was performed. The patient was found to be moderately dehydrated, and an IV line was placed for rehydration therapy. The patient was discharged on friday and was reported to be doing well at the time of follow-up. Performance data was reviewed. The allegation was confirmed via data on (B)(6) 2025. The probable cause was determined to be progressive sensor decline. No additional event or patient information is available.